Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50pc. Lot in february of 2018. The returned instrument was evaluated , and function checked and found that it picks-up, retains, closes and releases multiple clips both with and without the use of silastic test tubing as required of its function. We are unable to replicate the alleged issue therefore we are unable to validate the alleged complaint. All instruments produced at this facility are 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line.

Event description:
It was reported that the jaws did not open when the user tried to ligate. Therefore, a new applier was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws did not open when the user tried to ligate. Therefore, a new applier was used. There was no patient injury.